Manufacturer narrative:
The tech found both the brake and steer would engage but the right head caster would not hold in brake. It would continue to swivel but the wheel itself would hold. The tech replaced the caster assembly to repair the stretcher.

Event description:
Info rec'd indicates the brake will not lock at the head end of the stretcher.